Manufacturer narrative:
Additional information (06-feb-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) was within the customer¿s acceptable ranges. A field service engineer (fse) performed routine service tasks on the dimension exl 200 instrument. No other discordant results were reported after these routine service tasks were completed. The cause of the event is unknown. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Sections d4 and h4 have been updated with the required information. Initial MDR 2517506-2025-00012 was filed on 24-jan-2025.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated potassium (k+) patient sample results on one (1) patient on a dimension exl integrated chemistry system. Siemens is investigating the event. Note: for section d4, the gtin was provided as the UDI number is unknown. The customer did not provide the reagent lot number used at the time of the event.

Event description:
The customer reported to siemens they obtained erroneously elevated potassium (k+) results on one (1) patient sample on a dimension exl integrated chemistry system. The erroneously elevated results were not reported to the physician(s). The same sample was reprocessed on the original dimension exl integrated chemistry system, and an alternate dimension exl 200 integrated chemistry system. Lower results were obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated potassium (k+) results.